Event description:
Patient underwent aortic endograft in 2009. Patient developed acidosis and hypotension. CT performed the next day, indicates endographt appears to have migrated with possible cut off the blood supply to the renal arteries. Patient returned to or on the same day, for malpositioned aortic endograft causing abdominal visceral ischemia. The impression is that the endograft appeared to have migrated upwards.